Manufacturer narrative:
The reported complaint of the autopulse li-ion battery (sn (B)(4)) did not power on the autopulse platform was not confirmed during functional testing; however, was confirmed through archive data review. No device malfunction. The probable root cause is due to shorted component between the battery and autopulse platform that have caused the oscillator fault in the battery management board which have failed to activate the autopulse platform. No issue was found during functional testing of the battery. The battery was received with no physical damage with four green led illuminated on the battery status indicator. The battery was inserted into a good known reference autopulse multi chemistry charger (mcc) and after completing the charging and testing cycle, the mcc illuminated the green led, indicating that the mcc was able to successfully charge the battery. The battery was tested with the returned autopulse platform (sn (B)(4)) using a large resuscitation test fixture. The platform performed continuous compressions without any issue. Review of the retrieved archive data revealed that the customer inserted the battery in the platform and recorded and over current error message possibly due to a short between the platform and the battery. The battery was then pulled out and reinserted back however, oscillator fault occurred in the battery management board which failed to activate the platform.

Event description:
The autopulse platform (sn (B)(4)) was used on a cardiac arrest patient, the platform performed compressions for 5 minutes and then the crew paused the platform to perform a 2 minute pulse check on the patient. Following this, the platform was restarted and performed 3 compressions and then powered off on its own. The crew immediately performed manual CPR while trouble-shooting the platform for the observed issue. The crew removed and reinstalled the autopulse li-ion battery (sn 55818), however the platform failed to power up. Following this, the battery was replaced and continued to use the platform with no errors or issues. Upon further inspection, the autopulse li-ion battery (sn (B)(4)) displayed 4 green led on the battery status indicator. No consequences or impact to patient.